Event description:
It was reported that the customer had low blood glucose of 78 mg/dl because her insulin pump was over delivering. Caller stated that the insulin pump was delivering bolus that she did not program. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly during testing. No bolus anomaly or damage to the keypad assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.